Event description:
It was reported that during a coronary stent procedure, it was observed under fluoroscopy that the delivery device appeared to have two balloons. No pt injuries or complications were reported.